Event description:
It was reported that this right ventricular (rv) lead was explanted due to pace impedance measurements of greater than 2000 ohms and shocks impedance measurements of greater than 200 ohms. During the procedure, the lead was suspected to be fractured upon removing the lead. The new lead was successfully implanted. No additional adverse patient effects were reported.